Manufacturer narrative:
**UDI related data quality updates only**.

Event description:
During patient care, the autopulse platform (sn (B)(6) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message upon powering on. The crew reverted to manual CPR for the rest of the call. No consequences or impacts on the patient.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message upon powering on was confirmed during the functional testing and the archive data review. The root cause of the ua45 advisory message was that the driveshaft was not in the "home" position, which was most likely attributed to unintended user error. The autopulse functioned as intended by triggering ua45 when the driveshaft was not at the "home" position. Unrelated to the reported complaint, a hole on the load plate cover and a damaged autopulse graphic label on the top cover was noted upon visual inspection. The observed physical damages are likely attributed to user mishandling. The damaged parts will be replaced to address the observed physical damages. The archive data indicated multiple ua45 messages around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua45 displayed upon powering up, confirming the reported complaint. The driveshaft was rotated to the "home" position to remedy the fault. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Upon clearing the ua, the autopulse platform was subjected to a run-in test using the large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6) .